Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three hours post implant of leadless implantable pulse generator (ipg), the patient experienced vomiting palpitation, chest discomfort and chest pain. It was also reported the patient experienced cardiac tamponade due to perforation. A echocardiography was performed, and severe pericardial effusion was confirmed. Hemostatic agent was administered intravenously and the patient's condition was stable. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.